Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03110 / 03112).

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(4) 2013 due to pain. Additional information provided in operative notes indicate that revision was due to aseptic loosening of the acetabular cup, a pseudotumor, and abductor dissociation. The modular head, acetabular cup, and taper adapter were removed and replaced.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.